Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump may have a permanent audio alarm. No further details given.

Manufacturer narrative:
The pump was received with a constant flashing white light on the display and a constantly beeping due to vertical cracks on the lcd controller. Unable to verify the critical pump error or perform the functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the flashing white light on the display. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.